Event description:
The pt had a guidant endograft placed in a small aneurysm approx 2 yrs ago. The pt had since had stents placed both in the endograft and in the native circulation, including one stent in the left external iliac artery. The pt developed an mrsa sepsis infection. A CT scan suggested an external iliac arteritis and stent infection with apparent destruction of the artery and a pseudoaneurysm. In june 2004 a femoral-femoral bypass procedure was performed to remove a previously placed wall stent in the infected left external iliac artery. In 2004, the pt required an ax-femoral bypass for removal of the ancure endograft. The pt's lower extremities are ischemic and require revascularization.